Event description:
It was reported that as lvp 20d dehp 2ss had a back flow issue. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there was a back flow issue where secondary medication was found in the primary medication bag.

Manufacturer narrative:
H.6. Investigation: 1 primary tubing and 1 secondary tubing were returned by the customer. It was reported that there was a back flow issue where secondary medication was found in the primary medication bag. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After 10 minutes of allowing fluid to flow, the was found to be flowing normally. No blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag. The customer complaint could not be verified. The failure was unable to be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review could not be performed on model 2410-0500 because a lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss had a back flow issue. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that there was a back flow issue where secondary medication was found in the primary medication bag.